Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.